Manufacturer narrative:
Describe event or problem, other relevant history, patient codes updated. (B)(4).

Event description:
(B)(6) clinical study. It was reported that death occurred. In (B)(6) 2013, the patient presented with unstable angina. On the same day, coronary angiography and index procedure were performed. Target lesion #1 was a de novo lesion located in the obtuse marginal (om) with 70% stenosis and was 8 mm long with a reference vessel diameter of 3.00 mm. Target lesion #1 was treated with direct stent placement using a 3.00 x 12 mm promus element plus stent, with 0% residual stenosis. The following day, the patient was discharged on aspirin. In (B)(6) 2014, the patient was hospitalized. Two days after, the patient expired.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2014, the patient was emergently hospitalized due to progressive obtundation related to hypercarbia and exacerbation of acute on chronic congestive heart failure (chf). The patient was also noted to be in acute renal failure and her condition was gradually improved after initial treatment with diuresis and bilevel positive airway pressure (bipap) therapy. Comfort care measures were initiated due to poor prognosis and severity of illness. The cause of death is related to acute and respiratory failure with hypoxemia and hypercarbia aggravated by probably acute on chronic systolic and diastolic congestive heart failure aggravated by acute renal failure.